Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, stained end cap sticker and cracked battery tube threads.

Event description:
The customer reported that the insulin pump had physical damage. The customer stated that insulin pump got slammed in the car door and had a cracked under the screen. Troubleshooting was done. Customer's blood glucose was 160 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.